Event description:
Caller reported a cartridge alarm 20. Blood glucose level was not adversely impacted and did not exceed 500 mg/dl. Caller received assistance in loading a new cartridge using proper technique, successfully resumed insulin therapy, and the issue was resolved.